Event description:
A (B)(6) male patient contacted zoll customer support to report frequent going 'adjust belt' alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (adjust belt alarms) has been confirmed. The cause of the adjust belt/check belt alarms is a defective component u1 inside ECG electrode a and ECG electrode b. The root cause of the defective component cannot be positively identified but was likely random component failure. In addition, the cable running from the distribution node to ECG electrodes c and d assembly was damaged. The root cause of the damage cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the defective components and damaged cable. The patient received a replacement electrode belt.